Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062912. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. (B)(4). Buried bumper syndrome is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019 a patient in (B)(6) underwent a procedure for the re-placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021 the removal of the peg-j was attempted but, during the removal a buried bumper syndrome was detected. The patient was hospitalized at clinical center and the removal of the device was postponed, based on the surgeon¿s availability. On (B)(6) 2021 the device was removed and duodopa was permanently suspended.